Manufacturer narrative:
Device repair performed for implementation of field change order (B)(4).

Event description:
The customer experiencing reboot events unexpectedly involving their information center ix. The issue occurred after (B)(6) 2018. There was no patient.